Event description:
The patient underwent surgery to remove a previously implanted peek cage, and implant an expandable cage from another manufacturer as well as the trinica anterior lumbar plate at l5-l6. It was reported that the exposure made it difficult to remove the peek cage and difficult to place the trinica anterior lumbar plate. During implantation of the plate, the inferior locking cap could not be rotated completely because it reportedly stripped. During implantation, the right superior screw changed trajectory upward and therefore, would not fully seat in the plate. A second screw was used with the same result of changing trajectory upward and not fully seating in the plate. Because of this, the locking cap could not be turned. The plate and screws were removed and a second plate was successfully implanted. After the second plate was implanted, the patient's vena cava was torn when the retractor holding it was moved. Repair of the vena cava added 5 hours to the surgery. The patient underwent two additional surgeries. One was for abdomen repair and the other was for partial amputation of both legs. The device did not cause the torn vena cava. This report is being submitted because a second plate and screws needed to be implanted.

Manufacturer narrative:
The returned screw was evaluated and the outer diameter was found to be within manufacturing specifications. The plate hole, the screw interfaced which was also evaluated and found to be within specifications. No discrepancies found in the DHR. Dimensional inspection. Device history record reviewed.